Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The sample had been rerun on the same instrument and resulted as expected and two additional samples from the patient had resulted as expected. The cause of the discordant, falsely low troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low troponin result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The patient was being tested for troponin through serial measurements, which had been increasing in value. The falsely low result was obtained on the third sample drawn from the patient (sid (B)(6)) during the initial run. The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). The patient was subsequently redrawn twice, and the troponin values continued to increase. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.